Event description:
The customer reported the device is not responding and there is nothing on the display. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device is not responding and there is nothing on the display. No pt involvement was reported. This complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.